Manufacturer narrative:
(B)(4). Investigation summary: the sample regarding this report was not available for evaluation. A production record review was not possible to search for any extraordinary events as the lot number for the product was not available. No similar complaints have been reported with this product. The instructions for use for the 2k8017 adult manual resuscitator contains a diagram which instructs on the proper attachment of the mask to the product, ¿to attach resuscitation bag to mask, press connector ¿c¿ into outlet ¿d¿ of the mask¿. In addition, the exhalation port of this product is clearly labeled with the following statement ¿do not occlude exhalation port¿. The mask of this product contains a 22 mm fit, while the exhalation port contains a 33 mm fitting, making a difficult fit unless forced. At this time, there is no corrective action in place as it appears that the product was misused.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation. Upon completion of carefusion's investigation, a follow up medwatch will be submitted.

Event description:
The following was reported to carefusion: physician called today from the medical director of critical care medicine respond team explaining to me that one of his board certified physician almost killed a patient by putting the mask into the exhalation port and trying to resuscitate a patient. I explained to him that this is a 30mm fitting and it won't fit. According to this physician, he was forcing it in to make it fit. Patient didn't expire but had a paco2 of 95mmhg.